Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead repeatedly dislodged, it was noted that the helix appeared to not be fully extended, placing was tried multiple times to no avail. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.